Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "due to the defective nature of the mesh, it was required to be surgically removed", however, the patient's attorney did not allege a specific device failure or reason for explant. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent implant of the bard/davol ventralex st mesh, 5950009. Ni/ni/ni: attorney alleges the mesh was later explanted due to injuries it was causing the patient. Attorney also alleges the mesh was defective.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information received was limited to the additional attorney's allegation regarding the patient outcome and treatment, however, no medical records have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was originally alleged by the patient's attorney: (B)(6) 2015: the patient underwent implant of the bard/davol ventralex st mesh, 5950009. Ni/ni/ni: attorney alleges the mesh was later explanted due to injuries it was causing the patient. Attorney also alleges the mesh was defective. Addendum based on additional information provided by patients attorney: (B)(6) 2015, the patient underwent surgery that required implantation of a bard/davol ventralex st . It is alleged that the bard/davol ventralex st is defective. The patient was caused to suffer serious and severe personal injuries to various parts of the patient's body and limbs, rendering the patient sick, sore, lame, and disabled; causing her to become confined to bed, hospital and home for a period of time; requiring her to undergo rehabilitative treatments.